Event description:
It was reported that the device will reset every 15 seconds upon boot-up. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The system and memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies. Multiple fault codes were observed logged in the memory of the pcb assemblies. When tested on a mock-up device, the device logged two fault codes and then reset a couple of times. The device then began functioning normally again. Physio-control was unable to determine what was causing the fault codes and the reported failure.